Event description:
Clinic notes for the patient were received in which it was indicated that the patient reported she felt she has had more seizures after vns but the recovery time has been faster. The patient has had two generators since time of initial implant, therefore a report of increase in seizures was also reported in MFR. Report 1644487-2019-02037. No additional relevant information has been received to date.